Event description:
It was reported that in the patient's room when injecting medical solution into the catheter that was placed in the patient's right femoral vein, a leak was noticed from one of the extension lines. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.